Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired about a safety scroll wrap notification he had received. The customer was informed of the recall and that the insulin pumps are safe when used according to the instructions. The customer stated they did not have a complaint regarding the delivery issue of his insulin pump. The customer also did not request to have his insulin pump exchanged. The customer's blood glucose was 89 mg/dl. No additional information provided.